Event description:
A hosp reported to our distributor that the mr290 humidification chamber cracked whilst connected to a high frequency oscillation ventilator. No pt consequence was reported.

Manufacturer narrative:
The complaint device has not been returned. An investigation has been carried out based on the event description. Results: our records indicated that no other complaints of this nature have been received for this lot number. This crack occurred during use and is most likely due to stresses induced from the high frequency oscillations on the chamber dome. Conclusions: device failure occurred and is related to the therapy being applied. The occurrence rate for such complaints is very low at 0.0003% worldwide for the last year. We will continue to monitor and trend such complaints. We have an open CAPA project to address this issue and to implement potential design solutions to prevent recurrence in the future. No further investigation will be conducted on this complaint.